Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an error 1260 displayed, cracked rear case, damaged lens, clock battery overdue (1560). The event occurred during testing. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
H6. Component code - corrected. One device was returned for analysis. Visual inspection showed a damaged rear housing top corner and lens and a contaminated downstream sensor and upstream sensor. Review of the event history log (ehl) was not performed due to the error code 1260 that was displayed on the pump. A functional test was performed and the reported issue was duplicated. The probable cause of the reported issue was due to the microprocessor board and an overdue clock battery. As a result, the microprocessor, rear housing assembly, lens, and clock battery were replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.